Event description:
Customer reported some of the saved images are missing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and isolated the problem to corrupted hard drive. Reloaded system software and calibration files. Checked system for proper operation, system performs as intended.